Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified high blood glucose occurred. Reportedly, customer's basal rate settings were incorrect. Tandem technical support assisted customer in adjusting basal rate settings and the customer resumed insulin therapy.